Event description:
Healthcare professional reported an unknown side deflation. The device remains implanted.

Manufacturer narrative:
Clarification to d.4. Device information: serial numbers were provided as (B)(6) (l) and (B)(6) (r). As the side of the deflation is unknown, device information was not populated at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.